Event description:
It was reported that on february 16th, a brevera procedure was performed and a plastic broke off while the needle was inside the patient's breast. Plastic potentially left in the patient's breast. The plastic was found still on the needle and shredded but visible. No plastic found in the patient´s breast and no injury reported to the patient. The procedure was completed successfully with a second needle and no additional intervention required.

Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. We are currently unable to establish a relationship between the device and the issue reported. Device evaluated by MFR: the device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported and a definitive root cause for the reported event could not be determined. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.